Manufacturer narrative:
H6: corrected component and investigations clinical codes.

Event description:
It was reported via legal notification, that the patient underwent an initial left total knee replacement surgery, on (B)(6) 2018. In approximately (B)(6) 2022, plaintiff underwent left knee revision surgery, approximately 4 years 8 months post initial procedure, due to accelerated and preventable wear of the polyethylene insert. Plaintiff experiences daily pain and discomfort in her knees which limits her activities of daily living and impacts her quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.